Event description:
Serious injury involving one person. A user/patient called ciba stating that pt had received a "lesion" in both eyes as a result of using unizyme a month ago. Pt stated that "the doctor determined it was a solution related incident that caused the damage to the lens which ultimately affected the eyes." Pt used the unizyme tablets in a thermal unit, which is not approved according to instructions, and says as a result pt lenses were damaged which ultimately affected pt eyes. Pt eyes became irritated. Pt removed lenses. The irritation persisted. The doctor suggested an inoffice procedure to remove the lesions, but could not continue due to the patient's hypertension. The doctor perscribed tobradex and maxitrol ointment and suggested not to wear lenses for a year to give pt's eyes a rest. After repeated attempts to obtain follow-up information the status of the patient is unkown. Pt does not reside at the telephone number provided and would not reveal pt's physician's information (name or number) because "he would not want to be involved; md is very busy".